Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the ureter during a ureteral stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the coil was tangled making it unable to close or straighten. The device was pulled out forcefully causing it to break inside the patient. The detached piece was immediately removed using forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual analysis of the returned device revealed that the coil is detached distally to the distal stop. The distal stop was missing, and was not returned. Functional evaluation analysis reveals that the device does not fully close. Complaint confirmed, it is most likely that due to anatomical or procedural factors which limited its performance. Therefore, the most probable root cause for this event is operational context the device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the ureter during a ureteral stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the coil was tangled making it unable to close or straighten. The device was pulled out forcefully causing it to break inside the patient. The detached piece was immediately removed using forceps. There were no patient complications reported as a result of this event.